Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported via phone call that the insulin pump alarmed no delivery during bolus delivery. Customer's blood glucose level was 114 mg/dl. Troubleshooting for the no delivery alarm during basal/bolus/fixed prime was performed. Customer advised that the reservoir change resolved the issue and there was no alarm message during manual prime. Customer was advised the device is doing what it is designed to do. Customer was advised that the alarm was caused by the set and reservoir occlusion.